Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 8. On (B)(6) 2021, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.